Event description:
It was reported that there was a patient alert for high impedance on the superior vena cava coil of the high voltage lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a patient alert for high impedance on the superior vena cava coil of the high voltage lead. It was further reported that the lead was not previously capped, rather the svc coil was turned off and the lead remained in use as a single coil. Subsequently during followup it was noted that there was oversensing and high impedance and the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed) and the outer tubing overlay had cosmetic environmental stress cracking. The location of the fracture could not be determined in relation to the length of the lead, however the fracture is located at the very proximal end of the distal segment.